Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01710 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2009, that a flexima biliary stent system and a hydra jagwire guidewire were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, after stent placement, foreign material was identified in the common bile duct. The site could not identify the foreign material. They are questioning whether the ro marker of the stent system detached or if there was any damage to the jagwire used during the procedure. No retrieval attempts were made as the physician did not feel the foreign material posed any danger to the patient. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed. (B)(4).